Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump exhibited a temperature issue after exposure to moisture in a swimming pool or hot tub. It was also noted that moisture was present inside the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: during investigation, the complaint of a temperature issue was not able to be adequately investigated due to an unrelated failure. During testing, the pump was found to be drawing a high current when pump was at idle. Motor and sleep current readings were unable to be obtained due to the blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.